Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the user facility had changed out the cables several times trying to mitigate the problem but was unsuccessful. He tested both temperature channels and was unable to identify any issues. The unit operated to the manufacturers specifications.

Event description:
It was reported that the temperature module was not reading correctly. No other details regarding the nature of this event were provided.